Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure with farapulse, a versacross connect for faradrive was selected for use. When trying to go transseptal, the physician removed the introducer sheath to start to put the faradrive over the wire. Upon trying to put the versacross dilator and faradrive sheath up, the dilator could not be advanced over the wire. There was a coating on the end of the wire that was 'gummy' in feeling, where it could not advance the dilator over the wire and thus the wire was cut in order to get a sheath over it to exchange for a different versacross connect pigtail wire. Thus, the same method was used but a different product as the original one was damaged. The device is not expected to be returned for analysis (disposed).